Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridges with 250 units of insulin during the load sequence. A new cartridge was loaded once and same cartridge was re-loaded on other occasion to resolve the issue . Customer¿s blood glucose level was between 300-400 mg/dl.